Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements in the triad configuration, measuring greater than 125 ohms. Technical services was consulted and offered troubleshooting recommendations. The rv lead was tested and additional troubleshooting was performed in the office. No oversensing was observed. Plan is to continue to follow physicians plan of care at this time. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements in the triad configuration, measuring greater than 125 ohms. In addition, it was reported that patient received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services was consulted and offered troubleshooting recommendations. The rv lead was tested and additional troubleshooting was performed in the office. No oversensing was observed. Plan is to continue to monitor at this time. The ICD system remains in service at this time. No adverse patient effects were reported.